Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 mar 2026, a 18-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f talisman delivery system. During the procedure, while the device was expanding inside the body, it was observed the right atrium disc of the occluder conformed into a bulbous deformation. The deformed device was never released from the delivery cable. There was interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a 25-18mm amplatzer pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.